Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior tibial artery using a ruby coil and lantern delivery microcatheter (lantern). During the procedure, after advancing the ruby coil into the target vessel using the lantern, the physician was not satisfied with how the coil was forming. While retracting the ruby coil to re-sheath it, the proximal end of the ruby coil attached to the pusher assembly became stretched. It was reported that the end of the ruby coil was unwound and was sticking out of the microcatheter. Therefore, the physician successfully pulled the unraveling wire of the ruby coil and removed the ruby coil. The procedure was completed using a pod5 and the same lantern. There was no report of an adverse effect to the patient.